Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and/or lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown h.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the unspecified bd¿ pen needle was unable to deliver medication. The following information was provided by the initial reporter, translated from portuguese to english: the person responsible got in touch and said that he had bought 8 ampoules and had already tested 3 of them, but the medication wasn't coming out. He didn't know if the problem was with the ampoule or the pen. All 3 are from the same batch. The needle part of the ampoule is remaining. This problem started a week ago one of the ampoules was started, but then there was a problem. Patient has been taking the treatment for a year and a half it wasn't clear whether the problem was with the ampoule or the pen.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that the unspecified bd¿ pen needle was unable to deliver medication. The following information was provided by the initial reporter, translated from portuguese to english: the person responsible got in touch and said that he had bought 8 ampoules and had already tested 3 of them, but the medication wasn't coming out. He didn't know if the problem was with the ampoule or the pen. All 3 are from the same batch. The needle part of the ampoule is remaining. This problem started a week ago. One of the ampoules was started, but then there was a problem. Patient has been taking the treatment for a year and a half. It wasn't clear whether the problem was with the ampoule or the pen